Event description:
It was reported that the device exhibited a volumetric flow problem. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged battery compartment, and a bubbled dso seal. Functional testing was unable to verify or duplicate the volumetric flow problem; however, at start up the device exhibited a 45,639 error code. The root cause was unable to be established. The service history review identified no indication that the complaint was related to a service of the device within the review period.